Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon was likely that the water adhered to the scope and causing the communication w/ the scope to be abnormal temporarily. However, the phenomenon was not reproduced upon investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the software version needed to be updated to the latest version 4. 10. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a connection error and the scope was not communicating with the evis exera iii video system center to produce a photo on the screen. There were no reports of patient harm associated with this event.